Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump received no delivery alarms. Customer's blood glucose was 500 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer did not have products to return for failure analysis.